Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the head left siderail was broken and would not latch. It is unk if there was pt involvement or if there are adverse consequences to report.